Manufacturer narrative:
The previously reported eval code conclusion was updated.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no problems with the device itself. As an intervention, antibiotics were given to the patient, but the patient still had a high white blood cell count. The issue was resolved at the time of this report.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was spinal pain. It was reported that the patient's device was explanted due to infection. The physician pulled everything out due to the infection. The patient's status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.